Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced power elevations (baseline was 6-7 watts with elevation up to 9.0 watts). The power returned to the baseline by the end of the week. The day after the pt called the hospital and reported elevated powers again of up to 9.0 watts. The pt's pl remained unchanged during both episodes. The pt was asymptomatic during the events. The hospital staff made a decision to admit the pt into the hospital for observation and administer anticoagulation medication and monitor blood pressure. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.